Event description:
Pt undergoing lap roux-en-y gastric bypass. At the point the stomach pouch was being created sequential firings of the 4.1mm staple load misfired on the last load. It appeared to push the tissues out without fully dividing the tissue therefore the remaining tissue between the gastric pouch and the gastric remnant was cut sharply. It was felt the staple line could not be trusted therefore each staple line was oversewn w/ 2-0 vicryl in a running baseball fashion.